Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump shut off in the middle of the night. The customer removed the insulin pump and was unable to reset it. The blood glucose reading was 400 mg/dl. The customer was treated with manual injection. The insulin pump was not dropped, there were no unattended alarms, and the battery cap was not loose, cracked or damaged. This was the first occurrence of this issue without a low battery warning. The customer was assisted in clearing the alarm and advised to monitor the insulin pump.